Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 81 mg/dl. Nothing further reported.

Manufacturer narrative:
A33 alarm during the basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clips lot, broken reservoir tube lip and stained end cap sticker.